Event description:
Complainant alleged that the clinicians were attempting to pace the heart rhythm of a patient (age and gender unknown), but the device did not capture the patient's heart rhythm. The clinicians then obtained another device and successfully paced the patient's heart rhythm. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction. The complainant indicated that the facility's biomedical engineering department's reported that the device appears to have been dropped, and the malfunction may have been the result of the device having been dropped sometime previous to patient treatment.